Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was found to be stimulating the right ventricle when performing threshold tests during a routine follow up appointment. An x-ray confirmed that the ra lead had dislodged and was lying very close to the right ventricle. Surgical intervention was performed but the ra lead could not be repositioned. The lead was capped and replaced without incident. The patient was asymptomatic.